Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) pacing percentages decreased to 89 percent this month. Trending showed a drop in crt pacing observed since last month. The presenting electrogram (egm) shows premature ventricular contractions (pvcs) with no loss of capture (loc) observed. The last left ventricular automatic threshold (lvat) test measured at 1.7v (volts) at 1.0ms (milliseconds). The left ventricular pacing output was noted to be programmed at 1.6v @ 1.0ms. It was recommended to review the programmed settings. The device and the non-boston scientific left ventricular (lv) lead remain in service. No adverse patient effects were reported. Received additional information the pacing trend continues to show a drop in cardiac resynchronization therapy (crt) and the alert has been disabled. The presenting electrogram (egm) shows intermittent loss of capture (loc) observed on the lv lead. The most recent lvat test measured at 2.2v at 1.0ms. Review of programmed pacing safety margin was recommended. The device and the non-boston scientific lv lead remain in service. No adverse patient effects were reported.